Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced six infusion set cannula kinked event. The event occured within 3 hours of insertion.the insertion site was at the abdomen.the blood glucose level was 520 mg/dl at the time of event therefore the patient was treated with multiple daily injection (mdi). The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1874929 - MDR 3003442380-2024-04434 - device 1 of 6.